Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels, which required intervention by emergency medical technicians on two occasions. The blood glucose reading was 18 mg/dl on (B)(6) 2015, and it was 20 or 28 mg/dl on (B)(6) 2015. On the first incident, he was treated at his car, and on the second he passed out on a couch. The customer stated that he bolused for a meal prior to eating, sat down, and passed out before the meal. He stated that he was unsure how long he had been sitting, and when he came to, there were 6 emergency medical technicians tending to him. He reported that the insulin pump was working as designed, declined troubleshoot for the device. He requested assistance with changing the basal rates. He noted that the insulin pump had alarmed auto off, as well as another alarm. The insulin pump passed the self test. Nothing further reported.